Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("essure perforation of right tube"), device dislocation ("migration of essure device location of device: breakthrough right fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, paratubal cyst, bacterial vaginosis and irregular menstruation. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 24 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In december 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection other") and abdominal pain ("left side of abdomen"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), surgery (laparoscopic removal of right essure), surgery (salpingectomy (one side removal of fallopian tube), surgery (laparoscopic removal of right essure) and surgery. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, infection, fatigue, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(6)2015 and (B)(6)2016 concerning the injuries reported in this case, the following ones were reported via medical record: "essure perforation of right tube" most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: reporter information, patient details, other relevant history, product information and events-device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection other), fatigue, migraines, headaches, migration of essure device location of device: breakthrough right fallopian tube, left side of abdomen pain, essure perforation of right tube were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("essure perforation of right tube"), device dislocation ("migration of essure device location of device: breakthrough right fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, paratubal cyst, bacterial vaginosis and irregular menstruation. In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("device breakage"). On 11-dec-2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In december 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural infection ("infection (other) from hsyterectomy") and abdominal pain ("left side of abdomen"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), ibuprofen, surgery (salpingectomy of right essure and hysterectomy), surgery (salpingectomy (one side removal of fallopian tube) and surgery (salpingectomy right essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, device breakage, complication of device insertion, genital haemorrhage, dysmenorrhoea, dyspareunia, post procedural infection, fatigue, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain and post procedural infection to be related to essure. The reporter commented: date(s) of removal: 1-jan-2015 and 1-jan-2016 tubal ligation was performed on nov-2015. Concerning the injuries reported in this case, the following ones were reported via medical record: "essure perforation of right tube" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.